Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate a defective old speaker. There were error message reads on the device and pic station-speaker malfunction. Speaker had no audible sound at the start up test. Speaker had no sound in the mt56060 tool. Speaker confirmed to be defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio sound. The device was not in use on a patient at the time of event, there was no adverse event reported.